Event description:
It was reported by service report that there was electrical problems in the side rails. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results - siderail.